Manufacturer narrative:
PMA/510(k) number = k122796 (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an "fsa right side" procedure, a wire guide was attempted to be advanced into the angled cxi support catheter. The wire guide perforated the catheter in the ankle of the bend. The patient's vessels were noted to be calcified. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a kink in the catheter shaft, which was noted at a distance of approximately 63 cm from the proximal hub. No other damage to the catheter shaft was noted. The tip was split approximately 2.5 mm from the distal end of the device. The wire exited through the split. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.